Event description:
It was reported that the pt had a tvt procedure in 2000. The results of the procedure were positive. However, subsequently the pt's spouse complained of discomfort/pain caused by the tvt protruding through the vaginal wall during sexual intercourse. The pt is scheduled for closure of the vaginal defect.